Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens and noted the lens was torn. The lens was partially inserted and was removed with no patient injury. The surgeon had decided to use a competitor's injection system to load and delivery the lens. The backup lens was loaded with the manufacturer's injection system and was implanted with no problem. The reporter stated the cause of the lens damage was due to the off-label use of the competitor's injection system with this model lens.

Manufacturer narrative:
(B)(4). Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of both haptics torn off and missing. The lens was returned dry and there was evidence of dark surgical residue. (B)(4).